Event description:
It was reported that the patient presented in clinic. Inspection of the device revealed the pacemaker could be seen eroding through the incision scar. The physician elected to explant the pacemaker with plans to replace at a later date. The patient was in stable condition.

Manufacturer narrative:
The reported event of erosion was not confirmed. The pacemaker was returned for analysis. Device interrogation was normal with no anomalies found.